Manufacturer narrative:
Updated field: b4, e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation finding, investigation conclusion), h11 a getinge field service engineer (fse) checked and detected the cause of the equipment failure, quote processing, the user decided not to repair it for the time being, and closed the order. In case if we receive some new information later, will re-open and update the investigation.

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. Due to character limitation in e1 for event site telephone, the full event site telephone (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had an iab loop leakage alarm during use of the device, and the user promptly replaced it with other equipment. There was no patient harm or injury reported.